Event description:
This implant was inserted on october 30, 1989 when the patient was 42 years of age. (This patient had originally had implant inserted while serving in the arms foirces>) the most rec ent implant was remov ed on 4/23/93. Removal was necessary due to the forming of adhesions around the implantinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.